Event description:
During a procedure, the doctor was firing the second fire on the broad ligament and was having difficulty closing, so he used both hands to close the trigger. The instrument locked up without firing the knife or a staple line. The instrument was locked on the tissue so the surgeon force the device open and there was no tissue damage. The doctor was positioning the second firing of the second gun on the other side of the uterus when the reload fell out of the device. They removed the reload from the patient and pulled a third gun to finish the case. No patient consequences.